Event description:
It was reported that a newly trained user on the ilet experienced sustained hyperglycemia with continuous glucose monitor readings in the 350¿400 mg/dl range during the first several hours after starting therapy, and the care team queried a potential infusion site issue while education on alerts, alarms, and ketone action plan had been provided. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included attempts to contact the family for troubleshooting and quality assurance evaluation, and a review of the reported event details. Investigation of this case revealed that the cause of the hyperglycemia was not determined. It was concluded that the event was user-experienced hyperglycemia with cause unclear and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.